Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis. With a blood glucose reading of 390 mg/dl. The mother stated that the cannula was bent when the infusion set was removed. The mother declined to do any troubleshooting, as she felt the bent cannula was the problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.